Event description:
It was reported that the insulin pump had scrolling numbers during the customer's attempt to lower the basal rate. The blood glucose reading was 126 mg/dl. No significant events leading to the keypad issues were observed. Advised replaced of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with corroded keypad traces. However all buttons functioned properly and no unexpected scrolling observed during testing. Cracks to the case, reservoir tube lip, battery tube threads and scratched lcd window and stained end cap sticker was also noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.